Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to a catheter that was placed previously resulted in cuff erosion to the urethra. There were no issues with the previous aus. The cuff was previously removed on (B)(6) 2019. The new aus was implanted on (B)(6) 2019. The patient had a good outcome. No more information is available at the moment, additional information will be provided if it becomes available.